Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported of having a sore on the device. Boston scientific technical services (ts) referred patient to the physician. There was no further information available. Moreover, pain or soreness is an indicative sign of infection. This right atrial (ra) lead remains in service. No additional adverse patient effects were reported.